Event description:
It was reported that: "the physician was called in for an m1 occlusion; upon performing initial run, identified the m 1 was open but there was clot in the m2. Since she already opened raptor 074 and large carrier, she decided to advance to the m2. She was using mega ballast as well. She decided to park the raptor at m1 and advanced carrier to m2 then unsheathed a 3mm solitair. She felt the m2 was fairly large and began to pull gently back on the carrier with the solitair and felt resistance. She did a run and found the origin of m2 ruptured. She thinks the rupture occurred for 1 of 2 "possible" reasons: 1) when all the other catheters wouldn't have gone up so easily distally, she believes the carrier may have stretched the vessel. 2) she may have straightened out the system when trying to retrieve the stent triever/carrier and the raptor jumped forward causing the rupture. She had the mega ballast at the distal petrous and it worked well. " additional information received by the issuer (b2025: "1. How would the tortuosity of the anatomy be described in this procedure? Normal tortuosity 2. What is the current patient status? Patient died due to rupturing the artery 3. To confirm, on the 1st possibility, the physician is postulating that she tried to advance the carrier into the m2 and this is what caused the rupture? (Carrier large was too big for the m2) - yes and that it stretched it out or possible took raptor 074 too far 4. To confirm, on the 2nd possibility, the physician is postulating that the raptor was too large for the vessel which when "jumping forward" caused the vessel rupture? Yes she said when she pulled the carrier with the solitaire, she felt a tug and it may have straightened the artery out and caused raptor to jump. 5. Would you be able to provide the part no. And lot no. For the raptor and carrier units? Yes - I'm working on getting the lots for both. I am going to be up there on the (B)(6) and will get it." Update 24jul 2025 - additional information received from the issuer: "the patient didn't have any other co-morbidities. The physician was aware of the warning."

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypotension, cardiac arrest and death, as the timeline of events is unknown. The pdrn reported the patient suffered a cardiac event, however the etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler cannot be disassociated from playing a possible role in the development of the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the temporal relationship, unknown causality, no cause of death, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.